Event description:
The customer reported that an m-turbo ultrasound loaner system rebooted randomly while performing an ultrasound guided ij central line on a critical septic pt. The reporter indicated that the problem "impacted pt care in a potentially deleterious way". We have been unable to confirm with the reporter, or other employees at the facility, what impact the device failure had on the pt.

Manufacturer narrative:
The system was sent through additional investigation from 06/12/2015 through 06/22/2015. The reported issue of the system clicking on and off could not be confirmed. The system was exercised through a series of scripts to simulate user operation. Functional acceptance testing was performed in accordance with internal procedure (B)(4). The main pcba was removed and visually inspected. No defects were found with the main pcba board. The system passed all tests with no defects found. There were no instances of loss of power throughout the evaluation. Dr. (B)(6) responded to additional inquiry on (B)(6) 2015 regarding the impact to patients when using the alleged defective system. The patient was a very sick hypotensive patient. The procedure took additional time to complete which made it more difficult for the sick patient. The physician stated that no death or serious injury occurred.

Manufacturer narrative:
The loaner system was investigated on (B)(4) 2015. The reported failure could not be confirmed. Further failure analysis will be performed. Several attempts were made via email and phone to obtain add'l info regarding the report that the failure "impacted pt care in a potentially deleterious way". A follow up report(s) will be submitted within 30 days of receiving missing or new info. Add'l attempts will be made to obtain add'l details related to the impact to the pt.